Event description:
Following insertion and deployment of the zenith main body and contralateral leg, the subject tfle-18-54 was removed from the packaging in preparation for use in the ipsalateral side. The sheath had a visible bend as well as a wrinkling in the region of the loaded leg stent graft. A gap was also noted between the dilator tip and the sheath, revealing 1-2mm of leg graft. The exposed graft material was compressed while pulling the dilator back into the sheath to close the gap and reload the exposed graft. The tfle was advanced through the main body sheath over a super stiff wire and resistance was met such that the dilator of the tfle would not enter the main body of the graft. The proximal end of the tfle was noted to have partially expanded and advanced one stent over the "reverse taper" of the dilator tip. The tfle delivery system was withdrawn through the main body sheath the tfle graft inadvertently deployed and remained in the valve assembly of the main body sheath. Physician removed the valve of the main body sheath, loaded stent into an additional 18 fr. Sheath, which was then placed through a 20 fr. Sheath that was advanced through the ipsalateral limb of the zenith main body. The tfle was then deployed in the desired location.